Event description:
It was reported that the device misfired. The customer used another like device to complete the case with no patient consequences.

Manufacturer narrative:
Bent advancer; malformed clip.